Event description:
The customer reported that the monitors locked up and that x-rays could not be saved. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The reported issue could not be duplicated. The service representative explained to the customer that if they press the fluoro button too quickly, it would be best to take the c-arm out of auto save mode, or to slow down and try to give a brief pause in between fluoro shots. The system was tested and found to be working as intended and put back into service.